Event description:
It was reported that the gauge was not working and the knobs are missing. No patient involvement was reported.

Manufacturer narrative:
The manufacturing device history record (DHR) is not relevant to the investigation as the problem source is user interface and due to the age of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device was received in with a damaged manometer cover, front panel, peep/o2/relief knobs, and battery door. Functional testing found manometer functions as intended, but the cover was dislodged. Replaced the sintered filter, lithium battery, and o rings. Replaced faulty demand valve, calibrated peep knob, and CPAP knob. The root cause of the reported issue was found to be user interface.